Event description:
It was reported that the patient presented in-clinic after receiving multiple shocks. Upon interrogation, the implantable cardioverter defibrillator exhibited noise on all channels. It was also noted that magnet placement was unsuccessful, so the patient was shocked inappropriately. The patient was sedated and intubated but in stable condition. On (B)(6) 2018 the device was explanted and replaced. The patient was in stable condition before, during and post-surgery.

Manufacturer narrative:
The reported field event of inappropriate high voltage output due to sensing noise was confirmed in the lab. The device was above eri when received. The segms were reviewed and high frequency noise was observed. The cause of the anomaly was found to be due to an internal hybrid anomaly.